Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that at a follow-up, the patient complained that she felt -funny beats-. The impedance of the left ventricular lead had dropped significantly and loss of capture was also noted. A lead revision was scheduled.